Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h3, h4, h6. One flexible silicone drill driver item# 110010733 lot# 231212 was returned and evaluated. Upon visual inspection there is a tear to the black sheath near the head of the device. The sheath has also separated from the head location. Both the head and junction location show wear markings. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. The event is confirmed via returned product. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the rubber shaft broke while drilling. No known impact or consequence to the patient.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.